Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver bupivacaine, fentanyl, and another unknown drug. Dose and concentration information was not reported. It was reported that, when the patient's pump was interrogated on (B)(6) 2024 at their new healthcare provider's (hcp) office, the patient was told that there was more medication left than expected. The patient had also been in a lot more pain. The reporter was unable to provide an event date. The patient had an appointment scheduled for (B)(6) 2024 for their first refill with their new hcp. The patient was redirected to their hcp.

Manufacturer narrative:
H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that, regarding the volume discrepancy, the actual reservoir volume was 19ml and the expected reservoir volume was 16.7ml. The fill volume and the programmed fill volume at the previous refill was unknown. In regards to diagnostics/troubleshooting performed related to the volume discrepancy and patient's pain, the "patient's device reader was not working". The cause of the volume discrepancy and patient's pain was not determined. No actions/interventions were taken to resolve the volume discrepancy and patient's pain. It was unknown if the volume discrepancy and patient's pain had resolved. The patient's weight at the time of the event was unknown, as the patient was in a wheelchair. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.